Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found no power to the system. Analysis of log files confirmed the malfunction, which showed there was no power to the system. Upon troubleshooting, the fse checked and found that the issue occurred because the pdu (power distribution unit) fantray was not working properly. To resolve the issue, the fse replaced the pdu fantray and the dcps (direct current power supply). The defective pdu fantray was returned to philips for failure analysis, and the cause of the failure was found to be electrical overstress. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to power up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.